Manufacturer narrative:
This vision side cart (vsc) vip assembly was returned for failure analysis. The reported error 319 was confirmed and successfully replicated. In logs, error 319 indicates that a node was not present at startup, confirming that the fault occurred in the field. Visual inspection found no issues related to the reported event. The unit was installed, successfully programmed, and tested on the in-house dv5 golden system, where error 319 was triggered at startup, replicating the reported event. A test was performed by replacing the fiber optic firefly cable assembly; however, the issue persisted. Based on these tests and findings, failure analysis concluded that the potential root cause may be the vsc vip cfg board in this vsc vip assembly, which is associated with the reported error.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system displayed error 319. The error was confirmed in the system logs. Technical support then guided the user to remove the hdmi cables and usb from the video integration platform and perform a hard power cycle of the tower, but this did not resolve the issue. The user then proceeded with the case using a different system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced vip to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.